Event description:
Patient enrolled into the trial. Minor ischemic stroke-patient experienced expressive aphasia on the day following the stent procedure. Recovered without sequela.

Manufacturer narrative:
Please reference MDR 2183870-2008-00171 for protege rx used in this procedure.